Event description:
During a remote follow-up, far-field r-wave oversensing and noise resulting in oversensing and automatic mode switch (ams) were observed on the atrial lead. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received that diagnostic imaging was performed, and no anomalies were observed. Provocative testing was performed, and the right atrial (ra) lead noise was reproducible. Reprogramming was completed to resolve event.